Event description:
It was reported that the user experienced hypoglycemia while sleeping, reaching a low of 54 mg/dl for approximately 20 minutes, with an alert recorded in the device¿s alert history but not heard by the caregiver; the device produced sound during testing, and the caregiver restarted the device and verified backup alerts on the associated mobile applications and phone settings. Symptoms included hypoglycemia without reported subjective symptoms due to the user being asleep. Outcomes included correction with oral glucose (juice) and recovery of blood glucose to 75 mg/dl, with no outside assistance and no medical intervention or hospitalization. Investigation included review of device alert history, functional confirmation of audible alerts via volume testing, device restart, and confirmation of backup notification pathways. Investigation of this case revealed no device malfunction was confirmed and the cause of the hypoglycemia and unheard alert remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.